Event description:
The pt reportedly was experiencing sound quality issues and a decrease in performance. The sound processor was exchanged and programming adjustments were made. However, the reported problem remained. The decision was made to schedule revision surgery.